Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a clinician performed a procedure to place dental implants in regions #18, #19 and #31 using a surgiguide. The surgiguide fit perfectly and it was stated that the clinician followed the drilling protocol. Implants 18 and 19 went approximately 7.5mm into the 9mm osteotomy and could not be seated completely. Implant #31 went 6mm into the 9mm osteotomy. The clinician removed all implants and verified with an x-ray that osteotomy was drilled to depth. After a second try the implants were removed and all sites were re-grafted. A second surgery is needed to continue with the implant placement. During investigation it was noticed that the final drill step for two of the implants was incorrect on the drilling protocol. This lead to under preparation of the osteotomy and inability to insert implants to the correct depth.

Manufacturer narrative:
During investigation we noticed that the final drill step for implant 18, 19 which is mentioned on the drilling protocol is incorrect. It's proposing the customer to use an a/b-conical drill ev-gs with diameter 3.1/4.2 instead of a a/b-conical drill ev-gs with diameter 3.7/4.8. This leads to under preparation of the osteotomy. Due to under preparation implant 18, 19 could not be inserted to the correct depth.